Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up and externalized conductors between svc and rv coils were observed via x-ray. All electrical measurements were normal. Patient to be monitored via follow-up.